Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed, the mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter was damaged. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter shaft was kinked at 5 cm, 9 cm, 24 cm and 28cm. The kink at 24cm was severe and distorted the wire mesh; stress cracking was visible. The lead was not returned, therefore condition is unknown. Lead insertion test not possible due to kinks in shaft. The distal end of catheter was flattened and blood is visible on shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implanter could not advance the lead down the catheter all the way. The lead was removed from the catheter and it was noted there was a hole or kink in the catheter, in which the mesh wiring from outside the outer blue sheath was visible. The catheter was replaced. No patient complications have been reported as a result of this event.